Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete

Event description:
It was reported that the device had worn gears and incomplete mesh. The event timing was when the device was used on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. No adverse events were reported as a result of this malfunction

Manufacturer narrative:
Review of the most recent repair record determined the unit was confirmed to have worn gears and produce an incomplete mesh. The gear, comb, bottom roller, side plate, and gear guard screws were damaged. The left side plate, mesher gear, and comb were replaced and resolved the reported issue. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
There is no additional information available.